Event description:
The mother of a home patient reported finding what appeared to be vertical crack in minicaps. According to the patient's mother there was no patient injury and no medical intervention.